Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Review of the stored electrograms revealed post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The device was reprogrammed and the issue of oversensing was resolved. The patient was stable during the device interrogation and will continue to be monitored.